Event description:
It was reported that the patient was without drug delivery for twenty minutes as the pump was apparently not working due to ¿high priority alarm¿. Thedevice had been changed to a new cassette early in the morning, and it began alarming. The home screen indicated a high priority alarm / downstream occlusion (dso) that did not clear for 20 minutes and therefore the patient was without the drug. The patient changed to a different pump and changed to a different infusion line batch and cassette batch. The patient was able to get home and re-establish the infusion using a new system with no further issues. The problem persisted until the whole system was changed. There was patient involvement, and the patient was doing well at the moment, no signs or symptoms were experienced.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) bleep. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. During testing an upstream occlusion sensor was found to be defective, and the customer stated problem of "downstream occlusion" could not be duplicated. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor. H10: additional related report #(B)(4).